Event description:
A patient reported experiencing issues with the pump's battery life. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.